Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2008 by the foot ankle int., ¿biotenodesis screw for fixation of fdl transfer in the treatment of adult acquired flatfoot deformity.¿ the study reviewed 25 patients identified achilles tendon insufficiency with the bioabsorbable interference screws and tenodesis screw that resulted in fixation failure in 1 patient during the 8-month follow-up. Ref: wukich dk, rhim b, lowery nj, dial d. Biotenodesis screw for fixation of fdl transfer in the treatment of adult acquired flatfoot deformity. Foot ankle int. Jul 2008;29(7):730-4. Doi:10.3113/fai.2008.0730.